Manufacturer narrative:
G2: citation: authors: ivanov k, atsev s, petrov pp, ilyov I, penchev p. Partial endovascular embolization of a cerebral ar teriovenous malformation in a patient with seizures caused by a steal phenomenon: a case analysis. Cureus 16(5):e60499 2024. Doi:10.7759/cureus.60499 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic literature review found reported of partial embolization in association with onyx embolization. The purpose of this article was to evaluate the benefits and long-term outcomes of partial endovascular embolization for a 22-year-old female patient with seizures caused by a steal phenomenon of a cerebral arteriovenous malformation (cavm). The authors reviewed 1 case of a patient treated for cerebral arteriovenous malformation using onyx embolization. The patient was a 22 year old female. After what ended up being a partial embolization of the patient's avm, the patient reported no seizures or sleep disturbances at the 12-month follow-up, with sporadic weak headaches remaining. The patient refused additional treatment. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: partial embolization of the avm no procedure related complications